Event description:
It was reported that the patient experienced weakness. The right atrial (ra) lead exhibited high thresholds. The ra lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant products: dtpb2qq crt-d implanted on (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.